Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up. The pulse generator exhibited backup vvi operation. Device replacement would be scheduled.